Manufacturer narrative:
Additional information received on 07 july 2016 from the initial reporter and includes: the primary surgery has been performed with patient matched instrument. On 27 july 2016 the patient matched department provided a review of the patient planning and commented as follows: our analysis of the process of this case found no deviations from the standard procedures.

Manufacturer narrative:
Batch review performed on 05 july 2016. (B)(4). Additional information received from the initial reporter on 05 july 2016 and includes: revision date not decided yet. On 07 july 2016 the medical affairs director made the following analysis: the reason for this pending revision is excessive valgus orientation. Reasons that led to this situation are unknown. There is no report of a device malfunction. No reason to suspect that the cause for the problem is a defective device.

Event description:
Gmk-sphere revision planned for femur component in too much valgus.

Manufacturer narrative:
Additional information received on 02 september 2016 and includes: the revision will be performed on (B)(6) 2016. On 22nd september 2016 it was confirmed that the revision was completed successfully.